Event description:
It was reported that during laparoscopic assisted vaginal hysterectomy procedure the active blade broke off of the device. It is unknown of the blade fell into the patient, no patient consequence was reported. They completed the procedure with a new like device.

Event description:
Reporter alleged obtaining the results of 76 mg/dl, 148 mg/dl and 81 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.